Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator, product ID: neu_ptm_prog, serial# unknown, product type programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported an out of regulation (oor) error code on the patient programmer (pp). It was stated that the patient woke up on (B)(6) and felt like their stimulator was not working, which is when the oor message was noticed. The patient is on high settings but has dystonia. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.